Event description:
It was reported that the patient passed away due to mycotic aneurysm, pseudomonas bacteremia, right ventricular failure, inpatient hospice. The outcome was not considered device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that no autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including right heart failure, infection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the right heart failure existed before the left ventricular assist device (lvad) implant. Device related issue did not cause/ contribute to the right heart failure. The patient had symptoms of volume overload, ascites for right ventricular failure, fever, chills, malaise for infection. The source of the infection was endocarditis, sternal wound infection, and resistant pseudomonas bacteremia. Before the patient passed away, they were treated with omentum flap, implantable cardioverter defibrillator (ICD) removal, IV antibiotics for infection, and IV inotropes for the right heart failure. The device reportedly operated as expected.